Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement. This lead was successfully replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.